Event description:
It was reported that the four reloads were identified to have jaws that were very far apart after connecting the magazine during set-up prior to firing with a powered stapler and standard adapter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n5f1937y); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n5f1937y); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n5f1937y); sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (unique identifier (UDI) #), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired/was partially fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. Functional testing found that the reload was loaded into a representative instrument (0800). The jaws were clamped and no abnormalities were observed. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that the jaws will not close completely. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: knife damaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. Functional testing found that the reload was loaded into a representative instrument. The jaws were clamped and no abnormalities were observed. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that the jaws did not close completely. The reported issue could nor be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of knife damage and obstruction that has no relationship to the reported condition. The investigation found the unreported failure did not cause or contribute to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.